Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value (B)(4). After several attempts manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. No medical intervention was needed since the initial call. Additional blood test was performed with the truemetrix meter and result was in the 300's. Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer initially reported complaint for e-5 error code. The e-5 error occurred when the blood sample was absorbed. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of hi using truemetrix meter. Customer had stated she had taken her medication an hour before calling. Customer was concerned with the hi. The customer's expected fasting blood glucose test result is 200 mg/dl. At the time of the call the customer reported having frequent urination; medical attention was not needed at the time of the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/22/2018 and open vial date is (B)(6) 2018. Customer stated she had obtained a result of 50 mg/dl on (B)(6) 2018 and that she had been feeling jittery. Customer stated she did not need any medical attention and that she knew it was low and was not concerned. Customer also reported complaint regarding lancing device. The spring was broken and when customer tried to arm the device it fell apart. The meter memory was reviewed for previous test result history (customer was not concerned with the result of 50 mg/dl): result 1 :hi date: (B)(6) 2018 time:8:03am nonfasting, result 2 :96mg/dl date: (B)(6) 2018 time:5:00pm fasting, result 3 :170mg/dl date: (B)(6) 2018 time:8:14am fasting, result 4 :238mg/dl date: (B)(6) 2018 time:7:30am fasting, result 5 :50mg/dl date: (B)(6) 2018 time:10:30am fasting.